Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, the device formed a cobra-like shape. The device was removed from the loader, and an attempt was made to reconfigure it. The re-prepared device could not be advanced through the delivery system. A new 16mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. A small residual leak was observed in the short access along the patent foramen ovale (pfo) tunnel in echocardiogram. The device was determined to be mis-sized and was removed due to the residual leak. The procedure was completed using a 20mm amplatzer septal occluder. There was no clinically significant delay reported in the procedure. No adverse events were reported, and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.